Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] burnt a circle into my back/ burnt a hole in her back [thermal burn], burnt a circle into my back/ burnt a hole in her back [wound], , narrative: this is a spontaneous report from a contactable consumer. A 41-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip) (expiration date: sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Consumer mentioned that she read frequently asked questions on the website, looked at all the information on the box and everything and it states on there that they can cause burns if you wear and exercise, unfortunately this heat wrap that she bought burnt a hole in her back on an unspecified date. Consumer mentioned "it where the heat cylinders are it actually burnt a circle into my back and that I know it was your product." When they burnt her she threw it away. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to product complaint group: site had not received sample. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Follow-up (B)(6) 2017. Follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020: new information received from product complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Burnt a circle into my back/ burnt a hole in her back [thermal burn] , burnt a circle into my back/ burnt a hole in her back [wound] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (expiration date: sep2018) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Consumer mentioned that she read frequently asked questions on the website, looked at all the information on the box and everything and it states on there that they can cause burns if you wear and exercise, unfortunately this heat wrap that she bought burnt a hole in her back on an unspecified date. Consumer mentioned "it where the heat cylinders are it actually burnt a circle into my back and that I know it was your product." When they burnt her she threw it away. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burnt a hole in her back as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of burnt a hole in her back as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.